Event description:
It was reported that the pt experienced a fall following orthopedic surgery. The pt also experienced itching. The pt was wearing a cast, lost their balance, and fell downstairs onto the cement 3-4 weeks after the surgery. The pump was checked out; "everything is fine". Also, the pt was now experiencing migraines which was considered a separate issue, per the reporter. It was later reported that an underdose was experienced with pruritus and increased spasticity. No pump alarms or other medical issues were noted. The expected residual volume and actual residual volumes measured equally, specific values not reported. The intrathecal drug prescription was confirmed; the correct concentration, drug, and dose were programmed. A therapeutic bolus was administered without response. A dye study was attempted; the hcp was unable to aspirate the catheter. Additional device troubleshooting was being considered. In 2009, the pt went to the hosp due to the itching, headaches, and increased spasticity. The reporter noted this also happens when they have infection; no infection was found in relation to this event after a blood test. In 2009, exploratory surgery was performed which revealed there was no "flow" of medication into the catheter. The catheter was then "fixed" and the pump was replaced due to falls. Additional info has been requested from the hcp, but was not available as of the date of this report.